Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device warn that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient experienced vomiting after having an MRI performed and that their shunt had interfered with the MRI results. According to the report, the patient had to stay in the hospital to have the pressure setting of the valve adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.